Event description:
Md was doing a thoracostomy tube drainage and thoracentesis of the left pleural space. A thoracostomy catheter needle was inserted into the chest in through this a thoracostomy tube was threaded. The thoracostomy needle was redrawn and noted that the catheter was sheared off approximately 2-3 cm distal to the end of the needle.